Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and occlusion are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and concomitant medical products: estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, a 4.0 x 15 mm xience xpedition stent was successfully implanted in the proximal right coronary artery (rca), 80% stenosed lesion and another 4.0 x 15 mm xience xpedition stent was successfully implanted in the proximal left anterior descending (lad) coronary artery, 80% stenosed lesion. On (B)(6) 2014, the patient was discharged from the hospital. In (B)(6) 2016, the patient was hospitalized for back pain. Per computerized tomography (CT) scan, stent blockage was noted. It is unknown if the stent was blocked with stenosis or thrombus and it is unknown which stent was blocked. Medication was provided and the discharge date is unknown. Per physician, the relationship between the event and the device is unknown. There was no additional information provided regarding this issue.